Event description:
It was reported to nova biomedical via email on (B)(4) 2013 that the consumer subsequently experienced a hypoglycemic event sometime during the month of (B)(6) 2013, which did require emergent food intervention to help raise her blood glucose level. The consumer is unable to provide any further information regarding this event. The meter will be returned for evaluation. This is being reported as an adverse event under the FDA medwatch regulations.

Manufacturer narrative:
On july 26, 2013 - nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified. Expiration date of reported test strips: 1020412341 09/2014. Related medwatch reports: 3004193489-2013-00108 nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.